Manufacturer narrative:
Concomitant medical products: product ID 8637, product type pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-13, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient's pump had been implanted a few months ago. Today, the healthcare professional (hcp) removed the bandages from the patient and the incision did not heal and the pump was exposed. The rep stated the patient was rushed to the emergency room for surgery. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient was in the hospital and the physician would externalize the pump today. The cause for the impaired healing/exposed pump was unknown. No further complications were reported regarding the event.